Event description:
Related manufacturer report number: 3006705815-2022-13751. It was reported that the patient was experiencing ineffective stimulation. As result, the scs system was explanted.

Manufacturer narrative:
Event date is an estimate. Further information requested but not yet received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.